Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 due to a very high blood glucose level of 500 mg/dl. She went to hospital with her husband for a diabetic ketoacidosis. They gave her an insulin shot and IV as well. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump looked like it was burning inside. The infusion set had a bent cannula. The device was not returned.